Event description:
It was reported that the programmer spontaneously shut down in the middle of a procedure. It was noted that the programmer's screen was working intermittently, and the upper part of the programmer was unable to hold itself in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer spontaneously shut down in the middle of a procedure. A long-term test of six hours was performed. No anomalies were observed or found. The programmer worked normally without any problems. Analysis was able to confirm the customer's comment that the upper part of the programmer was unable to hold itself in place. It was noted that the upper hinges were broken. Additionally, it was noted that the upper and lower bullets were broken. The space bar of the keypad was broken off. The cord bay was broken. The finger touch option was tested and was working correctly. All the defective parts were replaced. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.